Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device sample was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. The device sample is needed for a thorough investigation. Customer complaint cannot be confirmed with the information received. Root cause cannot be determined. No corrective actions can be assigned at this time. If the device sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "that bubbling from water could not be confirmed during use, under the flow rate range from 0.2 to 0.3l/min. At that time, some air bubbles seemed to being formed on the surface of lower part of weld adaptor connection, which might have made some gap between the adaptor connection and the body." Alleged issue reported as occurred during use. No patient injury was reported. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). One empty 340 ml water bottle was received for evaluation. It came used with the 040 humidifier adaptor unused in its original packaging. Upon visual inspection, there is a channel from the bottom of the adaptor port to the top of the bottle. The water bottle was filled 3/4 full with water. The water bottle/adaptor assembly was applied to a flow meter. The flow meter was set to 1 1pm and no bubbles were observed in the bottle. Upon increasing the air flow, bubbles appeared in the bottle. The complaint is confirmed. A non-conformance was opened to further address this issue.

Event description:
Customer complaint alleges "that bubbling from water could not be confirmed during use, under the flow rate range from 0.2 to 0.3l/min. At that time, some air bubbles seemed to being formed on the surface of lower part of weld adaptor connection, which might have made some gap between the adaptor connection and the body." Alleged issue reported as occurred during use. No patient injury was reported. The patient condition was reported as "fine".